Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and receiver that occurred on (B)(6) 2016. Advised patient to turn the receiver on and off but was not successful. The patient removed the sensor and attached a new sensor. No injury or medical intervention was reported.